Manufacturer narrative:
(B) (4). (B) (4). Articulation bands. Evaluation summary: the analysis showed that the long45a device was received with the articulation mechanism damaged. The device was received without reload present. The returned device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the left articulation band was found damaged. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). Event could not be confirmed as the device was not received inside the sterile package. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that pre op a lap gastric bypass procedure when they opened the stapler from the sterile packet it was already articulated. When they closed the closing lever it would articulate. No pt involvement occurred.